Event description:
Boston scientific received information that this programmer locked down in the middle of the interrogation. The programmer was rebooted and was able to work for two to three weeks. Recently, the programmer still locked down and could not re-interrogate. Subsequently, the field representative determined that a new programmer was needed. No adverse patient effects were reported. The programmer was returned.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, there was no sign of outward mishandling or abuse. The touchscreen had stabbed marks in 2 placed from a sharp instrument. The inverter was overheating so the cover was melted. In addition, the internal display changes or loses colors. Further, the internal damages suggest that the unit was dropped or mishandled. Other components were broken, smashed, cracked and were obsolete. Subsequently, damaged parts were replaced and then the programmer passed all incoming tests. No other issues were made.